Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: package lot number of the clips? =I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Please provide the applier product code and lot number? =the applier product code is ka200 and lot number is unknown. Please confirm if there is an issue with the applier? =no. If yes, please create a product complaint and provide the respective reference number(s). =n/a what suture type and size was used? = I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. When the event occurred, was the suture placed near the hinge of the clip? =yes. Were you able to lock the clip closed on the suture? =no.if yes, after it closed, was the clip holding securely fixed on the suture? = n/a. Was the applier checked for damaged (jaws straight and aligned)? =>there is no damage with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =yes. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6).=I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Additional information was requested, and the following was obtained: is the exact quantity of clips that would not close known? =the approximate number is known.if yes, please provide. = about 10 clips could not be closed. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a suture clip was used. During the procedure, when the device was loaded and attempted to use as normal, the clip would not be closed, and the device could not be used. The same problem with others in the package. A device of different lot number from a new package could be used normally. There were no adverse consequences to the patient. Additional information was requested.